Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: during investigation, moisture was found behind the display lens, and in the battery compartment. The pump cover was removed to find evidence of moisture damage on the printed circuit board and on the internal components. Unrelated to the original complaint, cracks in the battery compartment were found above and below the bumper pad. A leak test was performed and failed due to a leak in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.